Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band was returned for product assessment. The sample was subjected to visual analysis. No damage or deformities were observed on the band or balloon assembly. There is 5ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, multiple pieces of foreign matter were found. One tr band was returned for assessment. The sample was subjected to visual analysis and no damage or deformities were noted on the band or balloon assembly. The sample was subjected to leak testing and leaked at the check valve. Upon deconstruction of the valve, pieces of foreign matter were found. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, is not a reportable event.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the user was almost done removing air, a slow leak occurred. The patient was a percutaneous coronary intervention (pci) patient. When they went to remove more air, it was all deflated. The estimated blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 25jun2025: it was unknown how many ml's of air were injected into the tr band. The tr band started to deflate one-hour post-surgery. Hemostasis was achieved by the tr band. There was no noticeable damage to the device. The patient was stable. It was unknown where the air was leaking from.